Event description:
It was reported that a spectrum iq infusion pump had over infused during volumetric test. This occurred during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation had the flowline run a flow test and delivered with error percentage of 3.04%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.